Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause was undetermined, due to lack of sample. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during fill 5. The home patient (hp) stated they only completed 4 cycles. The technical service representative (tsr) assisted the hp to go into the alarm log and found that several fill cycles were not finished. The hp stated that it was the same setup and the tsr informed them that the set up was compromised and they will not be able to continue with therapy by bypassing. The tsr advised the hp to inform their nurse of the alarm and to continue therapy manually or with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.